Event description:
It was reported that patient presented in clinic for routine follow up. Upon interrogation it was found that the patient's implantable cardioverter defibrillator exhibited inappropriate mode switch due to far r wave oversensing. Programming changes were made. There were no patient consequences.